Event description:
It was reported that during a lap gastric bypass procedure on the 4th and 5th firing there were 2 rows of malformed and unformed staples observed. They used a second stapler and over sewed the other staple line with suture to complete the case. No pt consequence.

Manufacturer narrative:
Date sent: 02/26/2008. Info anticipated, but unavailable at this time.